Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the insulin gauge displayed an inaccurate fill estimate of 75 units and remained static. Reportedly, the cartridge was filled with 300 units of insulin. Although requested, the customer declined to load a new cartridge or perform troubleshooting with tandem technical support. The following day, the customer reported that due to the reported issue, blood glucose (bg) levels elevated to over 500 (mg/dl). A pump supply change was performed and a bolus was delivered to address bg level.